Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after loading a cartridge, the customer observed that the pump and pump case were saturated with insulin. Reportedly, the customer alleged that the cartridge was leaking and loaded a new cartridge to resolve the issue. In addition, the customer reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with approximately 250 units of insulin. Blood glucose level was not impacted. Reportedly, the customer continued using the cartridge for insulin therapy.